Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Correction: b5, h1. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was discovered during the investigation that offset coils were found 2cm from the distal end of the wire. No fraying or other damage that was initially reported was observed on the wire. With this information, the event is now considered to be non-reportable. No additional follow up reports will be sent.

Manufacturer narrative:
(B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the wires of two turbo-ject® single lumen power-injectable piccs from the same lot frayed during device placement. The first device was opened and prepped for use. Once the needle was placed, the wire guide was advanced through. Following, the wire was pulled back, but became "stuck" in the end of the needle. The wire guide and needle were then removed as one and discarded. A second device was opened, but experienced the same issue. The floppy tip appeared frayed and would not advance properly. After the wire was pulled back through the needle, it was noted to be frayed. A third attempt to place the device was successfully completed using a like device. Imaging was not used during the procedure, which was performed in an ir suite at the user facility. Indication for device placement was reported to be for delivery of chemotherapy. Regarding the patient's activity level, they were described as "active". No adverse effects to the patient have been reported.